Manufacturer narrative:
The manufacturer received the device and the investigation is ongoing. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e. Adapter- entfernungsinstrument; ref# (B)(4)) are marketed in USA, and therefore this report was filed. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. (B)(4).

Event description:
It was reported, that a revitan rasp adapter with length mark. Was used. It was reported that the device comes apart, the locking button jumps out. Surgery was completed with another device. Surgery time was extended for 10 minutes. As the occurrence date was not reported, the notification date was taken as the date of event.

Manufacturer narrative:
Investigation results were made available. Trend analysis: a trend has been identified for the event "locking button breakage" of the revitan rasp adaptor ref: 01.00409.501. An issue investigation has been performed and the most probable root cause has been identified. Review of event description: it was reported that the device revitan rasp adapter with length mark came apart during surgery, because the slider's locking button jumped out. The surgery was extended for 10 minutes and completed with another device. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: the fixing slide is loose as the locking button, the locking pin and the spring, which all lock the slide, got loosened. These three small parts have all been returned. The press fit/ weld connection between the locking button and the locking pin is broken. As a result, the spring jumped out and the slide became loose as well. On top of the locking button , some dents can be detected which might have been caused by an impact force. Beside normal signs of usage no significant imperfections/ deteriorations can be detected. A mechanical damage test was conducted at zimmer biomet as part of the issue investigation. The purpose of the test was to reproduce the issue and the damage that was reported during the received complaints. The damage of the button was not reproducible by using the instrument as intended. The only possible way of breaking the button was by hitting directly the side of the button during impacting the rasp instead of hitting the top of the instrument. From this analysis, the most probable root cause for the issue is the misuse of the instrument at the clinic(s). The surgeon with the majority of complaints is however a very well experienced doctor (using the system since 2008). Therefore it is also possible that currently the maintenance of the instrument at the clinic(s) could lead to the damage of the button. The detergent in use was checked and was found appropriate, but we can¿t exclude any incorrect handling of the instruments during the cleaning process at the clinic(s). Therefore a visit at the doctors involved was requested for further inspecting the instruments usage. Conclusion summary: as the mechanical damage test concluded that the failure mode appears when simulating the misuse of the device by hitting directly the locking button with a hammer, the most probable root cause of the issue is caused by the misuse of the device. Zimmer's reference number of this file is (B)(4).